Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni. Manufacturing date- ni. This report is number 7 of 7 mdrs filed for the same patient (reference 3002806535-2016-00531 / 00533 & 1825034-2016-02451 & 02505 / 02507).

Event description:
It was reported that patient experienced a deep infection two days post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.